Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the clip was unable to disconnect from the catheter. Another attempt was made by using the shearing effect, and eventually the clip was pulled off the tissue. The procedure was completed with another resolution 360 clip device. Note: a photo was submitted by the customer showing the device inside the original open pouch and it could be observed that the clip assembly is attached to the catheter with no discernible problems. There were no patient complications reported as a result of this event.